Event description:
It was reported while using bd nano¿ 2nd gen pen needle medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that no insulin flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary: customer returned (5) sealed 32gx4mm bd pen needles from lot# 0008842. Consumer reported no insulin flow when taking injection. All 5 returned pen needles were examined, then tested for flow using a test pen injector: all 5 samples were able to expel properly. No defects were observed, therefore, the alleged issue could not be confirmed. All 5 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0092, good sample 2: good/good 0.0092 good sample 3 good/good 0.0092 good sample 4 good/good 0.0092 good sample 5 good/good 0.0092 good all 5 samples tested within specification. No defects were observed, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd nano¿ 2nd gen pen needle medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that no insulin flow when taking injection.